Event description:
It was reported that the right ventricular (rv) lead had two isolated recordings of high pacing impedance. The patient was assessed by their healthcare provider, and imaging was performed. Healthcare staff state no right ventricular (rv) lead fracture, and the patient's plan of care at this time includes monitoring continuance via remote monitoring and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).